Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "capsular rupture of external inter-quadrants of the left breast implant" and "simple cyst of the left breast." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.